Manufacturer narrative:
On 12/15/2020, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On 12/10/2020, a distributor of infutronix reported an issue on behalf of an end user: "patient reported tubing disconnected from the yellow connector going to the catheter." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.